Manufacturer narrative:
Concomitant products: 4076 lead implanted: (B)(6) 2011; 6947 lead implanted: (B)(6) 2011; 5071 lead implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the high voltage coils of the right ventricular (rv) defibrillation lead exhibited impedance that exceeded their alert threshold level. Detections were turned off and the alert threshold level was doubled. Detections were turned back on the following week and alert threshold levels were reduced but remain higher than they were originally. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.